Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, asthma, seizures and human papilloma virus test positive. Concomitant products included salbutamol (albuterol) since 1990 for asthma and gabapentin since 2005 for seizures. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal infection ("infection(bladder/urinary/vaginal)-vaginal infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6)2015, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the mood swings, vaginal infection, depression, anxiety, migraine, headache, dyspareunia and dysuria outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: size is normal with unremarkable appearance. Endometrial thickness is 4.7 mm. Bilateral essure coils appear to be in satisfactory position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿physical pain¿, ¿abnormal uterine bleeding¿, ¿abnormal bleeding-vaginal bleeding¿, ¿abnormal bleeding-menorrhagia¿ and ¿dysmenorrhea¿ were recovered. Reporter information was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of coiled metal is also present at the right cornua area') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, asthma, seizures and human papilloma virus test positive. Concomitant products included salbutamol (albuterol) since 1990 for asthma and gabapentin since 2005 for seizures. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal infection ("infection(bladder/urinary/vaginal)-vaginal infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, mood swings, vaginal infection, depression, anxiety, migraine, headache, dyspareunia and dysuria outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: size is normal with unremarkable appearance. Endometrial thickness is 4.7 mm. Bilateral essure coils appear to be in satisfactory position.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of coiled metal is also present at the right cornua area') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, asthma, seizures and human papilloma virus test positive. Concomitant products included salbutamol (albuterol) since 1990 for asthma and gabapentin since 2005 for seizures. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal infection ("infection(bladder/urinary/vaginal)-vaginal infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, mood swings, vaginal infection, depression, anxiety, migraine, headache, dyspareunia and dysuria outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: size is normal with unremarkable appearance. Endometrial thickness is 4.7 mm. Bilateral essure coils appear to be in satisfactory position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- event device breakage was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, asthma, seizures and human papilloma virus test positive. Concomitant products included salbutamol (albuterol) since 1990 for asthma and gabapentin since 2005 for seizures. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding-vaginal bleeding"), menorrhagia ("abnormal bleeding-menorrhagia"), vaginal infection ("infection(bladder/urinary/vaginal)-vaginal infection"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced dysuria ("bladder or urinary problems or changes:dysuria"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine haemorrhage was resolving and the mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and dysuria outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: size is normal with unremarkable appearance. Endometrial thickness is 4.7 mm. Bilateral essure coils appear to be in satisfactory position. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter and patient demographics were added. Medical drug, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes describe: mood swings, vaginal bleeding, menorrhagia, vaginal infection, depression, mental anguish, migraines, headaches, dysmenorrhea, dyspareunia, dysuria and abnormal uterine bleeding added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.